Event description:
This lead was explanted and replaced due to loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, the lead body was found squeezed and deformed between 40 cm and 41 cm distal to the is-1 connector pin. Furthermore, a fracture of one conductor coil was noted 41 cm distal to the is-1 connector pin, which was also confirmed during the electrical analysis. This damage can be considered as the root cause of the clinical observations reported in the complaint text. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis showed cuts in the insulation, most likely resulting from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.